Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse test drove the system and couldn't reproduce the error. The fse then located and verified the second surgeon side console (ssc) while onsite. The fse was able to connect the second console and test drive it without error. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure that universal surgical manipulator (usm) 4 repeatedly faulted. The intuitive tech support engineer (tse) was able see the system fault out in the live system logs, and found that the fault was against the right master tool manipulator (mtm), usm 4. The tse had the customer perform a hard power cycle of the surgeon side console (ssc). The customer continued with the procedure. The tse did see that the customer had another ssc that was not hooked up and at the same software level. The tse suggested to locate that console to use for the rest of the case. The customer placed a second call to the tse to report that the errors returned, and they were unsure of where another ssc for this system was. The site's clinical sales rep (csr) was able to guide the caller to where it was located. The csr advised that this system had not been connected for a long period of time. The tse also inputted that the software level may not be the same. The procedure was reportedly being completed as planned, with no reports of patient injury. How the issue was resolved was not specified.